Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Device investigation: a review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. During device investigation, internal inspection of the video cable showed, the charge coupled device was damaged. Investigation has shown, that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image, as a result of prolonged heat. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the image was green due to a broken charged coupled device. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable was sent in with no reported issue. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the image was green due to a broken charged coupled device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.